Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient was hospitalized for seizures. The device was removed and the patient was discharged and is currently recovering.